Event description:
The reporter stated, that the surgeon was inserting a 16.0 diopter three piece silicone lens using a msi-tm injector and it bent a haptic. The surgeon enlarged the incision to remove the lens and replaced it with another lens, no suture required. The reporter stated, it was due to the injector being old and they had used it too many times.

Manufacturer narrative:
.